Event description:
It was reported the patient experienced overstimulation and a burning sensation after going through a security gate at the court house. The device had been turned on at the time as the patient did not have the programmer with them at the time. After the exposure, the patient experienced a burning sensation at the device site for 2-3 days. No further issues were reported.